Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event on 29-aug-2024. The event occurred after three hours of insertion. The infusion set was inserted in abdomen. Blood glucose levels reported during the event was high and patient took correction via multi-daily injection to address high blood glucose. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.